Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported stuck number 3 key, which was reproduced when the keypad was found to produce a duplicate out and inoperable keys. The cause was determined to be a keypad failure. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a stuck number 3 key. There was no patient involvement. No additional information is available.